Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers reporting off-bus issues. The field service engineer replaced the comsled as recommended by bd superiors and identified that too many devices were connected to the red power outlet. The customer was advised that the pyxis unit must be connected to its own dedicated power outlet and that other units should be plugged into a different outlet. The customer acknowledged and moved the power strip with other devices to a separate outlet. All connections were reseated, hardware was checked, the station was rebooted, and successful testing was completed with the customer. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, catastrophic failures with a 100% drawer failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.